Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the (B)(4) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint of "burnt rubber at the tip". The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. No conductor wire insulation damage was observed. The conductor wire is not damaged or broken. The root cause for this failure is attributed to the user mishandling or misuse, commonly caused by collision with another energized instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps (part# 471172-16/lot# n12210510/sequence# 0202) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 2 uses remaining. Based on this review, the instrument was not used on the reported event date or in any subsequent procedure(s) after its last use on (B)(6) 2022. There was no image or video clip submitted to isi for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported as a reportable event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field implanted date is blank because the product is not implantable. Field initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, routine inspection of the maryland bipolar forceps instrument identified burnt rubber at the tip. No patient involvement.

Event description:
Refer to device manufacturer narrative for follow-up information.

Manufacturer narrative:
Additional information: failure analysis confirms that the root cause for the thermal damage at the distal end is attributed to mishandling and misuse. This is most commonly caused by instrument contact or collision with another energized instrument.